Manufacturer narrative:
This follow-up report is being filed to correct information. Requested but not returned by hospital.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported a patient underwent a left partial knee arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to a fractured medial tibia bone and a loose tibia tray after a fall. The tibial tray and bearing were removed and replaced.